Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that multiple company lenses were having scratch or mark on optic. Additional information has been requested. This report is associated with multiple complaints. This file is 2 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.